Event description:
During a therapeutic stone retrieval procedure as the physician was attempting to remove a stone fragment a wire broke 6 inches below this basket. The fragment was removed with a grasper and the procedure was completed successfully with no patient complications.